Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-06648. It was reported the patient's drg system did not provide adequate pain relief to their desired coverage area. Reportedly, diagnostic testing identified high impedance on several contacts. In turn, x-rays were taken however, results did not revealed an obvious lead migration. Surgical intervention may be undertaken at a future date.